Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient believed the battery "died on (B) (6) 2009." The device had not been checked since implant. The patient also experienced tremor in his hand and twitching in his forehead. It was unclear if the ins could cause the tremors. The patient remained at home in fair condition. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).